Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the parents noticed an obvious decline in the pt's auditory performance on (B)(6), 2011. Testing showed an abnormal implant status with impedances on 11 of the electrode channels significantly increased. Problems with the external equipment have been excluded and there is no history of head trauma.